Event description:
It was reported that the box of bd plastipak¿ syringes was incorrectly labeled as containing luer-lok syringes. The following information was provided by the initial reporter: "when preparing medications, noticed that 20ml IV syringes were non-luer-lok syringes. Upon investigation, we noticed that the syringes had come from a newly opened box labelled as 'bd luer-lok syringe' lot: 2208032¿".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Additional information has been provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that the box of bd plastipak¿ luer-lok¿ syringes was incorrectly labeled. D.1. Medical device brand name: bd plastipak¿ luer-lok¿ syringe d.2. Medical device catalog#: 300629. D.2. Medical device lot#: 2208032. D.4. Medical device expiration date: 31-jul-2027. D.5. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: na. H.4. Device manufacture date: 01-aug-2022.

Event description:
It was reported that the box of bd plastipak¿ syringes was incorrectly labeled. The following information was provided by the initial reporter: "when preparing medications, noticed that 20ml IV syringes were non-luer-lok syringes. Upon investigation, we noticed that the syringes had come from a newly opened box labelled as 'bd luer-lok syringe' lot: 2208032¿".

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2208032, no deviations or non-conformances related to this issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information, we are not able to identify a root cause at this time.

Event description:
It was reported that the box of bd plastipak¿ syringes was incorrectly labeled. The following information was provided by the initial reporter: "when preparing medications, noticed that 20ml IV syringes were non-luer-lok syringes. Upon investigation, we noticed that the syringes had come from a newly opened box labelled as 'bd luer-lok syringe' lot: 2208032¿".